Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seeing poor communication on their patient programmer. Patient reported they had been recently implanted and swelling or bandages were present. Patient stated they still had swelling from the implant procedure and they noticed last night the implant site felt warm and they were in a lot of pain, so they put ice over it. Patient added it looked like a bruise. It was recommended the patient follow-up with their healthcare provider to discuss their symptoms. Patient was given instruction to sync with the implant and was able to do so successfully. Patient was on program 2 at 0.8v with stimulation on. It was reviewed with the patient that their stimulation was on and everything appeared to be functioning normally. No further complications were reported or anticipated.